Event description:
It was reported that on literature review "the early to medium-term results of a hemispherical, porous coated acetabular shell with multiple different bearing combinations are excellent with the exception of metal-on-metal", two (2) patients had an adverse reaction to metal debris (armd) with marked metalosis, causing increase in cobalt-chromium above normal limit after a tha while using r3 acetabular shell and high offset porous-coated synergy stem. The events were treated by a revision surgery where head and liner were exchange. Patients' outcome are unknown. No further information is available.

Manufacturer narrative:
(B)(4). Thompson, z., khoshbin, a., ward, s., waddell, j. P., & atrey, a. (2020). The early-to medium-term results of a hemispherical, porous coated acetabular shell with multiple different bearing combinations are excellent with the exception of metal-on-metal. International orthopaedics, 44(12), 2537-2543. Doi: doi.org/10.1007/s00264-020-04817-1.

Manufacturer narrative:
H3, h6. It was reported that on literature review two patients had an adverse reaction to metal debris with marked metalosis, causing an increase in cobalt-chromium above the normal limit after a tha whilst using an r3 acetabular shell and a high offset porous-coated synergy stem. The events were treated by a revision surgery where the head and liner were exchanged. The patient outcome is unknown. No further information is available. As of today the devices used in treatment have been requested but have not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review could not be performed as the devices involved have been phased out of the market. If more information is received, this investigation will be reopened. The available medical information was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated. Internal reference number: (B)(4).